Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels, low blood glucose levels and hospitalization. Customer¿s blood glucose level went as high as 444 mg/dl and as low as 69 mg/dl. Customer treated their high blood glucose levels via manual syringe. Customer was advised to riverside hospital on monday. Customer advised they experienced diabetic ketoacidosis and they were placed on insulin drip. Customer advised during the night their blood glucose level is low and late afternoon their blood glucose level was high. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The insulin pump will not be returned for analysis. Frn-model unknown ¿ reservoir; infusion set; unomedical infusion set.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unit uploaded properly using carelink. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip.